Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of implant pain is a know risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a labeling review was performed and according to the aus instruction for use document, "pain" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to left groin pain following the procedure that never subsided, the patient did not present any additional symptoms. The aus remains implanted and active and the physician decided to reposition the pump tubing and balloon to the patients right side. The patient fully recovered following the procedure.